Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/04/2024, a sales representative reported via phone that an ar-1588btb-ib tightrope ii btb and an ar-1588r-ib acl repair tightrope broke at the button upon tensioning. All broken pieces were removed from the patient, and the case was completed with another ar-1588r-ib acl repair tightrope from the same lot. As a precaution, the surgeon did not tension the tightrope too tightly and put a screw in to hold it securely. There was a 30-minute case delay with additional anesthesia administered to the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.